Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the high voltage lead exhibited undefined high impedance. The physician plans to "shut off" the svc coil. The lead currently remains in use. No patient complications have been reported as a result of this event.